Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign materials (white foreign material) in the air water cylinder, air water tube and air water channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based updated complaint details (manufacturer date). Updated field: h4.

Event description:
No additional information was provided by the customer.